Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported an air detected in cassette message during drain 2 of 4 dv=814ml of 1,504ml. During troubleshooting the patient removed the cassette and there was moisture on the outside of the cassette and on the pumps in the door. The patient was advised to contact the clinic nurse. Follow up with the clinic indicates that the patient did not notify the clinic of the fluid leak. Follow up with the patient indicated that there was no complications as a result of the alleged event of fluid leak. The patient discarded the cycler set.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."